Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infections and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infections and seroma.

Event description:
Patient reported "warranty claim on my allergan textured breast implants" and "issues with my implants". Patient later reported "developed increased swelling and burning pain to the l) breast" confirmed via ultrasound and "breast infections" confirmed via biopsy. This record is for left side. Device remains implanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported left side "developed increased swelling and burning pain". History of fevers. Breast infections and seroma(s) have been previously aspirated. Patient is currently on antibiotic therapy. Radial folds have been identified. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ infection (late onset): unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. ¿ crease/folding of implant: no observed. ¿ edema: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "warranty claim on my allergan textured breast implants" and "issues with my implants". Patient later reported "developed increased swelling and burning pain to the l) breast" confirmed via ultrasound and "breast infections" confirmed via biopsy. This record is for left side. The device has been explanted.